Event description:
Patient's guardian reported right side rupture. Patient additionally reported "fluid collection around right implant bag, possibility of leakage," and ¿dense fibrotic tissue with focal chronic inflammation." Patient undergone capsulectomy. Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. .

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient's guardian reported right side rupture. Device was explanted.

Manufacturer narrative:
Continued h.6 health effect impact code: f2203 imaging required. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient's guardian reported right side rupture. Device was explanted.